Event description:
It was reported that the customer experienced a recurring cgm error 42 with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump, which resolved the issue temporarily, but due to the error recurring for the third time, the pump will be replaced. The customer will continue using their current pump for insulin therapy until the replacement pump arrives.